Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The cause of the test failure is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into an unrelated issue, a reportable problem was found. The belt failed the therapy electrode (te) recognition test.